Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that a 980 ventilator breath delivery (bd) audio failed. The ventilator was not in use on a patient at the time of the reported event.